Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported difficult to remove associated with clip caught on chordae. The reported poor image resolution was due to shadowing and patient anatomy. The reported patient effect of tissue injury appears to be due to the clip caught on chordae. Tissue injury is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported hospitalization and surgical intervention were results of case specific circumstance as the patient remained hospitalized and underwent mitral valve replacement. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+ and a tethered posterior leaflet. It was noted that imaging was difficult. An xtw clip (50425r1038) was successfully implanted. To further reduce mr, an additional xtw clip (50506r1068) was prepared per the instructions for use (IFU) and inserted without issues. However, while in the valve, it was observed that one gripper was not functioning as intended. Troubleshooting was performed and the gripper was able to lower. The clip was then implanted. To further reduce mr, an nt clip (50402r1053) was inserted and advanced into the left ventricle. However, while in the left ventricle, the clip became caught in the chordae. Troubleshooting was performed and the clip was successfully removed from the chordae. However, it was observed that tissue damage occurred. The physician decided to remove the mitraclip devices and discontinue the procedure. Mr remained at a grade of 4+. The patient then underwent a mitral valve replacement. There was no clinically significant delay in the procedure.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+ and a tethered posterior leaflet. It was noted that imaging was difficult. An xtw clip (50425r1038) was successfully implanted. To further reduce mr, an additional xtw clip (50506r1068) was prepared per the instructions for use (IFU) and inserted without issues. However, while in the valve, it was observed that one gripper was not functioning as intended. Troubleshooting was performed and the gripper was able to lower. The clip was then implanted. To further reduce mr, an nt clip (50402r1053) was inserted and advanced into the left ventricle. However, while in the left ventricle, the clip became caught in the chordae. Troubleshooting was performed and the clip was successfully removed from the chordae. However, it was observed that tissue damage occurred. The physician decided to remove the mitraclip devices and discontinue the procedure. Mr remained at a grade of 4+. The patient then underwent a mitral valve replacement. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.